Event description:
During thrombolysis therapy the ekosonic catheter was easily removed from the cook shuttle. Contrast media injected and radiographs done. At that time two metallic artifacts were noted. Close inspection of the ekosonic catheter revealed stretching of catheter with loss of treatment zone markers. The markers were lodged in a small arterial branch and posed no danger to the patient.